Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
An iol was submitted for analysis by fourier transform infrared (ftir) spectroscopy in order to characterize debris found on the lens. In infrared (ir) spectroscopy, a sample is irradiated with infrared light and the ir radiation absorbance is plotted as a function of wavelength. An organic compound absorbs ir radiation by vibration of atoms in the molecule. Atomic groupings (functional groups) in a molecule absorb ir radiation at distinctive wavelengths. Pure organic molecules will give identical ir spectra. Hence, the ir spectrum of a material can be used as a ''fingerprint'' for identification. The ftir spectrum of the debris was removed from the lens surface. Debris was a reference acrylic adhesive spectrum. Visual examination revealed a small clear, viscous material on the posterior surface of the lens. This material had an ''elastic'' consistency. The ftir spectrum of the debris is identical to the reference acrylic spectrum. The ''elastic'' consistency of the material suggests it is an acrylic adhesive (e.g. Scotch tape adhesive). Ftir analysis of the foreign material on the lens surface shows that it is acrylic. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported to the amo sales representative that intraocular lens (iol) was inserted and removed in the same procedure, due to defect within the lens. Specifically, something was in the material of the optic of the lens. Incision was enlarged but no vitrectomy was performed. A replacement lens was placed successfully. Replacement lens is of a different model and diopter (ar40e diopter 10.0), serial number (B)(4). It was noted that a suture/stitch was required. No patient complications were reported. Patient was reported to be doing well, post-operatively. No further information has been provided.

Manufacturer narrative:
The manufacturing record review indicated that all process operations in manufacturing were in compliance with manufacturing procedure specifications. No deviation or nonconformance was found related to the complaint type reported. The manufacturing record review indicated that the product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.